Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cycler remote toolbox software was used to diagnose the device¿s pneumatic system. No leaks were detected; all pressures were correct and stable. Internal and external inspection was performed and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptom of shortness of breath; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced shortness of breath while performing automated peritoneal dialysis therapy with a homechoice device. The event occurred while the patient was connected and during dwell 3 of 4. The cause of the shortness of breath was unknown. As a result, the patient disconnected from the device and the paramedics transported the patient to the emergency room (ER). It was reported, the patient did not perform a manual drain prior to disconnecting. Subsequently, the patient was admitted to the hospital for the shortness of breath. The treatment provided and the diagnosis made at the hospital were unknown. On an unreported date, the patient was discharged from the hospital. No further detail was provided regarding the patient¿s outcome. At the time of this report dianeal therapies were ongoing. No additional information is available.